Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the system was in clinical use for a planned treatment that was carried out by using the wired footswitch. The philips remote service engineer (rse) assessed the system remotely and confirmed with the customer that there was no connection with the wireless foot switch. The philips field service engineer evaluated the equipment on-site and was unable to reproduce the reported fault. Fse paired the footswitch, and the system was functional. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the wireless footswitch lost connection and would not work. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.